Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
It was reported post use that the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement thus no adverse event reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6), telephone: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.